Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.

Event description:
Customer feedback: five times this week, a 25g needle has been found to be blocked during injection. This is a new situation for us, which is not related to the steroid drugs used in the injection.